Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by a company representative that the blade tip broke during surgery. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.